Manufacturer narrative:
Batch review performed on 19.02.2021: lot 1910205: (B)(4) items manufactured and released on 02-gen-2020. Expiration date: 2024-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 6 months after the previous revision surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully. The previous revision surgery was performed due to infection (washout and liner revision performed). The patient had primary knee surgery on (B)(6) 2017.